Event description:
Approximately ten days post heartware® lvad implantation, the site reported that the patient had experienced multiple 'electrical fault' alarms. The first event appeared to resolve when the nurse performed a controller exchange. However, additional electrical faults occurred four days later at which time the vad coordinator performed a driveline connector cleaning. Recurrence of the alarms prompted notification to heartware and a field engineer reported to the site and performed a visual inspection which revealed contamination within the driveline connector and controller connector. The field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.